Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 62 mg/dl with sweating, shakiness and severe dizziness associated with an alleged inaccurate delivery. It was also reported that the patient had higher bg's in the 140's and around 200 mg/dl for the last week. Reportedly, the patient continued pump therapy and provided self-treatment in the form food and drink on the same day of the complaint. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the basal edit screen being accessed and the patient making changes to the basal program. Troubleshooting also indicated that the basal history matched the active basal program settings. This complaint is being reported because the alleged hypoglycemia was related to use error of the product.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the black box showed a manual suspend with deliveries never resumed. The pump history showed a 3 unit bolus programmed for 3 hours that was cancelled due to a rewind. The delivered boluses were calculated to correctly match the total daily dose bolus history. The pump was run for 24 hours with a 2 unit per hour basal rate, at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No alarms occurred during testing. A manual 10 unit audio and a 10 unit normal bolus were performed and both were accurately recorded in the bolus history and bolus total daily dose correctly showed 20 units. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. The complaint of the bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.